Event description:
It was reported that a xience v 3.0x18mm stent was implanted in the mid left circumflex coronary artery. The ostial and proximal segment of the stent struts were compressed (not fully apposed). The vessel was re-wired with an unspecified guide wire to maintain access. Additional intervention was required to post-dilate the stent multiple times with a non-abbott balloon dilatation catheter and then another xience v 3.0x18mm stent was used to overlap to complete the procedure. There were no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.